Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a aortic dissection/re-intervention of prior aortic repair on the (B)(6) 2021. (B)(6) review of cts from 1 day apart approximately 3 years and 2 months post-index procedure identified a type iiib endoleak on stent graft vnmc2828c182te (B)(6). The maximum aortic enlargement was 37.2mm and 37mm, respectively. No aortic enlargement, stet ring enlargement, stent ring migration or stent fracture were observed the cause of the endoleak is undetermined.